Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 110, which was observed while running a loaded set. System error 110 was confirmed and caused by a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 110. It was also reported there was no patient injury.